Manufacturer narrative:
A manufacturer went to the site to service the system. The system was fully functional after replacing the psu. Evaluation of the returned psu has no apparent physical damage. A check of the event log did not show any adverse events. However, the psu failed an accuracy test (aak) at .37 mm with a passing threshold of .35 mm. Other relevant device(s) are: product ID: 9733437r, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for tumorectomy. It was reported that intra-operatively, the spheres were not recognized. The procedure was completed without the use of the navigation system. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.